Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 30-mar-2016 removed sample loader cover and removed a sample cup causing the error. Also cleaned out the entire sample loader and upgraded the software to 5.23. Instrument ran fine, the most probable cause of the reported event was that customer dropped another sample cup in loader.

Event description:
On (B)(6) 2016 the customer reported x-1 axis error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.